Manufacturer narrative:
Batch review performed on 12 september 2018; lot 180309: (B)(4) items manufactured and released on 06 may 2018. Expiration date: 2023-04-25; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to patella dislocation after about 1 month from the primary. The surgeon revised the patella.